Manufacturer narrative:
(B)(4). Date sent 4/11/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemicolectomy in the middle of a colorectal surgical procedure, when they were using the ntlc, they felt a ring on the device come off. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024; d4: batch #445c18. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and returned inside a plastic bag, the left bearing was present and in position within the saddle pin and with no reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device and test reload were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 445c18, and no non-conformances were identified.